Manufacturer narrative:
1 x resonance stent of unknown rpn of unknown lot number was returned to cirl for a lab evaluation. It was returned used and not in its original packaging. Returned images also confirm evidence of encrustation in summary the following results were observed in the lab evaluation. Heavy encrustation was observed on pigtail curls and encrustation on overall of the stent. The rms stent was stretched and broken at length approx. 5-6 cm from most heavily encrusted pigtail. As the rpn and lot number of the complaint device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . The instructions for use, which accompanies this device warns of the following ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. The IFU also states that "the use of this device should be based upon consideration of risk/ benefit factors as they apply to your patient" . It may be noted that according to the instructions for use, instructs the user in step 7: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or grasper. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ a final warning in the instructions for use indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable¿ there is not sufficient evidence to suggest that the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related as the stent encrusted and became difficult while attempting to retrieve the stent. If the stent was not checked at regular intervals during the indwelling time the encrustation may have become severe enough to cause the inability to remove the stent, however given the fact that this could not be replicated in a laboratory setting, it is not possible to confirm severe encrustation as the root cause. The patient¿s existing condition of a stricture in ureteropelvic junction, could have created an environment within the patient where encrustation could have developed on the stent due to interactions with the patient¿s anatomy. As per instructions for use, stent encrustation is listed as a complication following the placement of the device. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. The length of the indwell period of the stent was 1 year and the encrustation was observed during the placement of the new stent. The patient did not experience any adverse effect due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Supplemental correction report is being submitted due to the update annex e, adding e2328 following the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
1. Device evaluation: 1 x resonance stent of unknown rpn of unknown lot number was returned to cirl for a lab evaluation. It was returned used and not in its original packaging. Returned images also confirm evidence of encrustation. 2. Lab evaluation: the device involved in the complaint was evaluated in laboratory on 12th of march 2021. The returned device lab examination findings and observations can be referred through attached photos. In summary the following results were observed in the lab evaluation. Heavy encrustation was observed on pigtail curls and encrustation on overall of the stent. The rms stent was stretched and broken at length approx. 5-6 cm from most heavily encrusted pigtail. 3. Image review: n/a. 4. Documents review: as the rpn and lot number of the complaint device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0020-17, which accompanies this device warns of the following ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. The IFU also states that "the use of this device should be based upon consideration of risk/ benefit factors as they apply to your patient" . It may be noted that according to the instructions for use, ifu0020-17, instructs the user in step 7: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or grasper. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ a final warning in the instructions for use indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable¿ there is not sufficient evidence to suggest that the user did not follow the IFU. 5. Root cause (possible): a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related as the stent encrusted and became difficult while attempting to retrieve the stent. If the stent was not checked at regular intervals during the indwelling time the encrustation may have become severe enough to cause the inability to remove the stent, however given the fact that this could not be replicated in a laboratory setting, it is not possible to confirm severe encrustation as the root cause. The patient¿s existing condition of a stricture in ureteropelvic junction, could have created an environment within the patient where encrustation could have developed on the stent due to interactions with the patient¿s anatomy. As per instructions for use, stent encrustation is listed as a complication following the placement of the device. 6. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. The length of the indwell period of the stent was 1 year and the encrustation was observed during the placement of the new stent. The patient did not experience any adverse effect due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Manufacturer narrative:
(B)(4). 1 x resonance stent of unknown rpn and lot number was returned to cirl for a lab evaluation. It was returned used and not in its original packaging. Returned images also confirm evidence of encrustation. In summary the following results were observed in the lab evaluation. Heavy encrustation was observed on pigtail curls and encrustation over all of the stent. The rms stent was stretched and broken at length approx. 5-6 cm from most heavily encrusted pigtail. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The incident took place during the removal of resonance stent from the patient kidney system. During the retrograde pyelogram, resonance stent were seen heavily encrusted at the proximal, middle and distal segment of the stent which increased the difficulty in removing the stent from the kidney with existing upj stricture. After that, dr. (B)(6) inserted an access sheath side by side with resonance stent to inspect the proximal stent and upon seeing the encrusted stent, he slowly remove the stent with a slow momentum. Did a section of the device remain inside the patients body? No. If yes, please describe the object and how it was retrieved (if applicable). Did the patient require any additional procedures due to this occurrence? No. If yes, did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedure(s) and provide details.